Event description:
It was reported that the patient presented to the emergency room with diaphragmatic stimulation, the implantable cardioverter defibrillator exhibited backup vvi operation. Programming modifications were performed successfully. The patient¿s condition was stable.